Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the site was changed multiple times and the occlusion alarms reoccurred. Customer's blood glucose was 412 mg/dl. Reportedly, the site was changed again to address the event.